Event description:
A mother of a (B)(6) reported that she was using earvac to extract water from her son's ears when he was (B)(6). The tip of the rubber piece stuck in his ears. She had to take him to the emergency room and the piece was removed surgically. She said the device was left at the hospital. She is wondering why the device is still on the market and suggesting it should be pulled from the shelves.